Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition. The reported problem was duplicated. When the pump was turned on lec 1310 was displayed. "Service due 0" appeared. The event log had "service due 27" recorded in it. The fact that the rtc battery is due for service is the cause of the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm code 27 . There was no reported injury to the patient.